Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse identified the issue as a power supply short out causing smoke to emit from the card cage area. The cse replaced the power supply and powered the system on. The cse performed troubleshooting to boot up the user interface personal computer, as the hard drive got corrupted during the hard "e-stop" shutdown. The cse started the instrument's daily cleaning procedure. The cse re-visited the customer site for a follow up. The cse connected the grey ribbon cable for the power supply controller to back plane after removing a small controller printed circuit board that was no longer needed. The cse performed visual total service call checks and all was as expected. Quality controls were run, resulting within range. A siemens headquarter support center (hsc) specialist investigated the cause of event. The power supply was identified as a model emerson. The components in the power supply are flammability rated, meaning they will not catch fire when they fail; therefore there is no risk of fire. The cause of smoke being emitted from the instrument was due to a faulty power supply. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Smoke was emitted from the back of an advia centaur xp instrument. The customer completed a shut down and power off of the instrument, after which smoke was not emitted. There was no visible fire. The laboratory was not evacuated due to the smoke. There were no reports of adverse health consequences due to the smoke emitted from the instrument.